Manufacturer narrative:
Article citation: fohlen, martine, "results of vagus nerve stimulation in 10 children with refractory infantile spasms." Epilepsia 39.6 (1998): 170. Print.

Event description:
It was reported in a scientific article that a vns patient had a relapse in infantile spasms after short improvement during the first 6 months at high frequency stimulation from vns therapy. At the moment, the cause of the relapse is unknown as well as the pre-vns level. Good faith attempts to obtain additional information have been unsuccessful to date.